Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument for failure analysis. The large clip applier instrument was analyzed and found to have failed the clip test during functional testing. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additionally, further investigation identified excessive amount of dried residue around the clamping pulley cable grooves and multiple cracked input disks cracked. Both these observations are unrelated to the primary failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument clip was allegedly "not engaging." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm or injury to the patient. The instruments were inspected prior to used with no noted damage. The issue occured while attempting to clip a vessel or tissue bundle. The type of clip was a hem-o-lock large by teleflex. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue was resolved by using a back up instrument.